Event description:
It was reported by a customer in (B)(6) that, during patient use, an 840 ventilator stopped cycling, and an error code indicated that "safety valve current out of range". The patient was removed from the unit, and placed on an alternative ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of this unit is expected, but not yet begun. (B)(4).